Event description:
Surgery performed on (B)(6) 2011, using a 6.5 mm lag screw to compress the joint, and an additional 4.5 mm screw for fixation. A lateral tt low plate was used with coverloc's on both the talar and tibial sides. The patient had a non-union and the screws backing out of the talar side of the plate where the distal talar coverloc had come off. Patient was revised on (B)(6) 2012 to the same construct using a new lateral plate, screws and coverloc.